Event description:
Consumer reported cannula of 29 g pen needle broke off in abdomen. Consumer went to ER where x-ray was taken to locate the broken needle. Consumer did see surgeon specialist who said the broken needle will encapsulate and work itself out.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for the reported condition. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.